Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced several issues with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient reported they would recharge the implant and the charging being terminated within a couple of days. The patient also experienced normal zaps and unexpected zaps, attributing the latter to waves traveling through the air. The patient explained that they had lived in a casino town so there were "wavelengths traveling around on the streets and whatnot" so they would get zapped for no reason at all.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports they are still trying to get ahold of a manufacturer representative (rep). Pt stated they no longer see their managing health care provider (hcp), as they do not work with spinal cord stimulator devices. Agent emailed physician listings and local reps at patient's request. Rep responded they called and left a voicemail for the patient.